Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with physioneal unspecified therapy. On (B)(6) 2011, the patient experienced peritonitis. It was not reported whether the patient was hospitalized for the event. The cause, treatment for and outcome of the peritonitis was not reported. Action taken with physioneal unspecified therapy was not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.